Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Reported via facility medwatch# (B)(4). It was reported that the balloon rupture and balloon detachment occurred. The target lesion was located in the calcified right coronary artery. A 2.00mm x 12mm nc emerge® balloon catheter was advanced and inflated during angioplasty. However, upon removal of the balloon, the balloon ruptured into multiple pieces. The device and the detached pieces were completely removed from the patient. No patient complications were reported.